Event description:
During the flexible bronchoscopy procedure the flexible bronchoscope broke while inside the patient. A piece of the scope was recovered and did not hurt the patient. The physician stated that everything came out and it did not harm the patient. A small piece that looked like a ring was recovered.